Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 30, 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at 4pm on (B)(6) 2015 when the subject meter reverted to set up mode. The patient manages her diabetes with a combination of pills, diet and/or exercise and denied making any changes to her usual diabetes management routine in response to the alleged meter issue. The patient stated experiencing symptoms of heart pounding approximately 8 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the patient's first use of the product and there was no misuse. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.